Event description:
It was reported that after a diagnostic heart catheterization, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during thumb advancer/ clip delivery tubeset deployment resistance was encountered. The thumb advancer and clip delivery tubeset became stuck and could not be advanced further as the clip delivery tubeset carved into the flex-guide shaft. The safety release was activated releasing the device from the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is being retained at the site and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.